Manufacturer narrative:
The samples provided for investigation were further analyzed. Interference testing revealed an interfering factor in the patient's sample. The interference is due to a high molecular weight protein, such as igm, in interaction with the two reactive antibodies in the reagent. A reagent issue was not identified.

Manufacturer narrative:
Additional information has been provided. The results from the siemens centaur analyzer were all <0.2 mui/ml. Patient samples were returned for investigation. The customer's results were reproduced.

Manufacturer narrative:
The customer returned two more sample for investigation. The hcgb results of both tubes were comparable to the customer's elecsys results. The hcg stat and free bhcg results were found to be below the measuring range and did not correspond to the hcgb results.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their cobas 8000 e602 module, serial number 11(B)(4) and their cobas e411 analyzer, serial number not provided. The customer stated all the roche results were reported outside the laboratory. The patient had an hcgb result from the e602 analyzer of 40 mui/ml. The patient had a new sample tested and the hcgb result was 43 mui/ml. The sample was then tested on the centaur siemens analyzer and the result was negative. On (B)(6) 2014, the patient had a new sample tested and the hcgb result from the centaur siemens analyzer of negative. On (B)(6) 2014, the patient had a new sample tested on the centaur siemens analyzer and the result was negative. The sample was then tested on the e602 analyzer and the result was 60 mui/ml. On (B)(6) 2014, the patient had a new sample tested and the hcgb result from the e602 analyzer of 62 mui/ml. On (B)(6) 2014, the patient had a new sample tested on the e602 analyzer and the result was 70 mui/ml. The sample was then tested on the centaur siemens analyzer and the result was negative. The sample was then tested on a cobas e411 analyzer and the result was 70 mui/ml. This sample was then tested with a stratus method and the result was negative. There were no adverse events.